Event description:
On (B) (6) 2009, the pt reported that the plunger of the insulin cartridge became stuck to the piston rod of the infusion device and half of a cartridge of insulin spilled into the cartridge compartment of the infusion device. She was instructed how to remove the plunger from the piston rod and she was educated on the proper procedure for removing the insulin cartridge from the infusion device. She was assisted with switching to her back up infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.